Event description:
Customer called because their relion premier voice meter was giving lo readings. Customer's normal blood readings range about 130-200. I explained the proper way to perform a blood test, and this did not resolve the customer's issue. First bottle of 50 strips were opened on (B)(6) 2022 and second bottle was opened during today's call, (B)(6) 2022. I explained how to replace the meter's batteries and requested that the customer open a new bottle of test strips. I again explained the proper way to complete a blood test. This resulted in a reading of 230. We tested a third time and received a lo reading. There was no adverse event associated with this complaint, however, due to the variance of readings being greater than 20% and the readings falling in zone c, I identified this complaint as being reportable. Caller cleanses hands appropriately before testing and uses a new lancet each time. Caller does not have any trouble getting a sample of blood. Caller has no recent changes to diet, stress, medication, or exercise. Caller stores meter and strips together in pouch. Strips are kept in original vial. Meter and strips have not been exposed to any extreme temperatures. Meter was purchased about a week ago, so it is in good condition. Caller does not trust that the readings are accurate and would like replacement. I explained that we would replace their meter and test strips with a new one and that it would arrive in 3-5 business days with a return label that they could use to send back their old meter. Replaced meter, 100ct strips and sent return label.

Manufacturer narrative:
As the complaint products were not returned, I-sens analyzed the cause of the incorrect reading using a meter of the same model and retained strips(uj14bbp6e). (B)(4) therefore, it is judged that the product operated normally.